Event description:
It was reported that intermittent temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 141 mg/dl.